Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a lassostar¿ nav circular mapping catheter and the patient experienced pericardial effusion that required prolonged hospitalization. A pericardial effusion was noticed in the patient. There was a small effusion discovered at the beginning of the procedure, via ice (intracardiac echocardiography) with the soundstar catheter. After going transseptal, the lasso catheter was then inserted into the left superior vein. The medical team had checked the effusion once again on ice, with the soundstar catheter, and noticed that the effusion had grown larger in size. The physician believes the cause of the issue is due to the heparin administered to the patient. He didn¿t know if it was related to the transseptal puncture (tsp) or not but there was a baseline effusion and after heparin was given it increased in size. The pericardial effusion was confirmed on external echo. No medical intervention was provided to the patient. Procedure was stopped. No intervention was provided. An echo technologist did a substernal echo in tandem with the intracardiac echo catheter. There was no follow up available but the patient was stable and alert upon leaving the procedure area. The patient was in stable condition. However, they required extended hospitalization and was required to stay overnight. No error messages observed on biosense webster equipment during the procedure. The ablation catheter was never inserted into the patient.